Manufacturer narrative:
(B)(4). Initial MDR mailed on march 19, 2015. On (B)(6) 2015, the customer reported that the brilliance 16 air does not detect the calcified exam board and that the equipment exhibits a noise characteristic of emitting x-rays. This complaint will address the issue that it does not detect the calcified exam board and a subsequent complaint will address the issue that the equipment exhibits a noise characteristic of emitting x-rays. In this case, the customer reported that calcifications that had been previously identified during a CT calcium scoring procedure, were not detected in the images for the most recent CT calcium scoring procedure that was completed. The customer complained about a study done to measure calcium score in a patient with a positive result for calcified plaque. The positive result was done 3 years ago in a non-philips CT system and the patient did not have the images but only the result report. There was no report of harm to a patient, operator, or bystander associated with this issue. The customer contacted philips help desk to inform them of the issue and a field service engineer (fse) was dispatched to the site. The call was directed to a philips application specialist. On (B)(4) 2015, the philips fse and a philips application specialist arrived on site and evaluated the system. The fse checked the error log, which was within normal range. The application specialist tested the philips equipment, following the procedure for the same patient identified in the complaint. The results of two calcium score studies on the same equipment and on non-consecutive days were the same. The same study, besides being analyzed in the workstation (B)(4), was also analyzed on the console of a brilliance 64 equipment and the end result was "zero" percentile. The values on average are below the threshold classified as positive for calcium score. The application specialist could not see the study carried out for +/ - 3 years ago on the non-philips equipment (nor digital media, neither in a film). Neither the fse nor the application specialist found any malfunction of the philip¿s equipment. The application specialist determined a possible cause could be a failure of the non-philips software that interpreted the images from the original study 3 years prior. No parts were replaced and the customer had no further issues after these discussions. The following mitigations for this issue include: use special system phantom for testing the calcium scoring algorithm. Code review of the mass score calculation algorithm and use of the integrated database of calcium scoring.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that calcifications that had been previously identified during a CT calcium scoring procedure were not detected in the images for the most recent CT calcium scoring procedure that was completed. There was no report of harm to a patient, operator, or bystander associated with this issue.